Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/20/2025, it was reported by a sales representative via (B)(4) that (qty. 2) of an ar-6411 redeuce pump tubing w/ conn pressure readers within the reservoir was completely flat or half flat, which caused the pump to not run correctly. This was discovered during the case. The tubing was wrapped up and held up to complete the case with no patient harm.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to improperly connecting the redeuce pump tubing.